Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for use was spinal pain and failed back surgery syndrome. It was reported the patient's system initially controlled symptoms, but lost effectiveness. The pump was explanted without replacement on (B)(6) 2019. The event date and event status were unknown. The patient's weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the loss of efficacy was not known. It was noted the device status was also unknown. It was verified that the pump was explanted on (B)(6) 2019.